Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was unable to sense and impedance measurements were unable to be obtained. Thresholds measurements were attempted to be measured; however, the patient did not have 1:1 conduction when in pace/sense atrium only when programmed to dual chamber the patient was symptomatic. One time it looked like there was ra capture; however, it would have been a premature atrial contraction causing a pause. The patient's pacemaker is programmed to pace only in the ventricles. An external electrocardiogram was performed which confirmed that this patient was in sinus rhythm. The physician planned to place a holter monitor on this patient and re-evaluate whether or not the patient required a pacemaker system in the future. At this time, no further information has been made available.